Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6949 lead, implanted: 2005 (B)(6); 5076 lead, implanted 2005 (B)(6). (B)(4).

Event description:
It was reported that during a routine device replacement procedure, the physician damaged the left ventricular (lv) lead insulation with cautery. The lv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.